Manufacturer narrative:
(B)(4). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that an internal dialyzer blood leak occurred soon after the patient's hemodialysis (hd) treatment was initiated. The blood leak was visually observed in the dialysate, however, the machine did not alarm. Reportedly, the treatment was ended by the staff member overseeing the patient prior to blood reaching the blood leak detector. No dialyzer damage was visible. It is unknown if blood test strips were used. The patient's estimated blood loss was approximately 250ml. No adverse effects were experienced by the patient as a result of this event and no medical intervention was required. The patient completed treatment with a new set-up on a different machine. The complaint device is not available for evaluation by the manufacturer as it was discarded by the user facility. Following the event, the machine was pulled from the floor for testing. Functional testing performed by the onsite biomedical technician confirmed the unit was operating properly. The machine, which was found to be in good operating condition, passed all testing; no repairs or calibrations required.

Manufacturer narrative:
The reported complaint could not be confirmed as the complaint sample was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint.